Event description:
It was reported that this implantable pacemaker detected high out-of-range pacing impedance of greater than 3,000 ohms on the right ventricular (rv) lead, resulting in a lead safety switch (lss). Of note, the rv lead is a non-boston scientific product. Per the physician, the last time this occurred was in 2024 after which the device was reprogrammed back to bipolar pacing. Impedance was noted to have remained stable since then. With the current out-of-range measurement(s), the physician has decided to once again reprogram the device back to bipolar pacing and continue monitoring as they believe this happens too rarely to justify a lead replacement. No adverse patient effects were reported. This pacemaker remains in service.